Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against left device. Healthcare professional also reported that the patient was ¿implanted with style 68 saline filled breast implant past it's expiration date¿. The device has been explanted and replaced.